Event description:
A health professional reported with a description of faulty intraocular lens (iol) additional information has been received and stated that, there was a problem with the release of the lenses.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iq iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The product has not been received to evaluate. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned loose inside a red and white bag that was taped closed. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has advanced the lens to the fill line and has overrode the trailing optic portion. The leading haptic was in an acceptable extended position. The trailing haptic was misfolded, looped around the plunger tip and advanced onto the optic surface. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A plunger override was observed. The plunger override was most likely interpreted as the reported complaint. The root cause of the reported complaint may be related to a failure to follow the IFU (instructions for use). The manufacturer internal reference number is: (B)(4).